Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 33.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed damages at the is-1 connector pin and the silicone sealing which most likely were caused by means of medical instruments used during the surgery. Furthermore deformations of the conductor cable to the ring electrode were found between the df-1 connector pin and the yoke. Strong pulling forces during the explantation procedure should be taken into consideration. The cuts in the insulation occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the available fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the returned fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 59 months after the implantation, oversensing on the rv channel was observed. The oversensing led to inappropriate shocks. The lead was returned for analysis. No adverse patient side effects were reported apart from inappropriate shocks.